Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes "black" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package. Defect: obvious foreign matter (black spots) in the blood collection tube. Quantity: 1 piece.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 26-oct-2023 h3. Investigation summary: bd received on (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes "black" foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package. Defect: obvious foreign matter (black spots) in the blood collection tube quantity: 1 piece.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.